Event description:
Visitor took shower chair out of shower to use as a chair in patient's room. Visitor (holding pt) leaned back against back rest and the back broke. Visitor fell to the floor. Pt was unharmed.